Event description:
It was reported that shaft broke. A 4.50 x 20mm synergy megatron stent balloon expandable was selected for procedure. Following balloon deflation, on withdrawing catheter shaft broke inside guide catheter. Procedure was completed with change of guide catheter. The patient was doing very well.

Manufacturer narrative:
Device evaluated by manufacturer: a 4.50 x 20mm synergy megatron stent delivery system (sds), batch #31497016 was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube shaft identified a break at the site of the strain relief and multiple hypotube kinks were observed along the length of the hypotube shaft. The distal shaft was stretched in multiple points and a break identified at the port exchange 31cm from the distal tip. Microscopic analysis identified that the distal shaft was stretched in multiple points, a break was identified at the port exchange 31cm from the distal tip and the inner lumen was stretched for 0.5cm approximately 6.3cm from the distal tip. Device analysis confirmed the complaint allegation of shaft break.

Event description:
It was reported that shaft broke. A 4.50 x 20mm synergy megatron stent balloon expandable was selected for procedure. Following balloon deflation, on withdrawing catheter shaft broke inside guide catheter. Procedure was completed with change of guide catheter. The patient was doing very well. It was further reported that the stent was well deployed. Approximately 10 seconds were allowed for balloon deflation prior to the withdrawing attempt.